Event description:
Caller reported a malfunction on the pump that caused the blood glucose level to rise to 521 mg/dl. Correction bolus was administered via the pump, which addressed the issue, and no third-party assistance was required. Technical support provided pump reset information and assisted the caller with resetting the pump, with no recurrence of the malfunction code afterward. Customer was advised to continue using the pump and to contact support if any further issues arise.